Event description:
Intended use: the bact/alert® mp reagent system consists of the bact/alert® mp culture bottle with a removable closure used in conjunction with the bact/alert® mp antimicrobial supplement and the bact/alert® mp nutrient supplement. The bact/alert® mp reagent system is designed for use with bact/alert® 3d mycobacteria detection systems for recovery and detection of mycobacteria from sterile body specimens other than blood, and from digested/decontaminated clinical specimens. Issue description: a customer in the united kingdom notified biomérieux of obtaining a false negative result in association with the bact/alert® mp culture bottle (ref. 419744) when testing neqas survey specimen 6675. The impacted lot number was not specified. The customer stated the bact/alert® mp culture bottle failed to detect presence of mycobacterium tuberculosis in sample 6675. The customer performed terminal microscopy and did not find presence of acid fast bacilli. The customer then repeated testing of specimen 6675 with the bact/alert® mp culture bottle; false negative result was obtained. Biomérieux customer service reviewed the survey for the UK neqas for mycobacterium culture distribution. The review confirmed specimen # 6675 contained mycobacterium tuberculosis, streptococcus mitis and streptococcus oralis. Biomérieux customer service has requested customer back-up data and additional details regarding the sample preparation and microscopy technique used. As there is no patient associated with this survey specimen, there is no adverse event related to any patient's state of health.